Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event with a glucose alarm at 250 mg/dl while using the ilet pump and indicated they initially used the pump with incorrect practices that affected algorithm performance before allowing the pump to return glucose to range. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.